Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act and down arrow buttons response due to corroded keypad traces. However, cleaned the keypad traces and continued testing. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was over 46 mg/dl. It was reported that customer was unconscious. Customer was treated with insulin IV by paramedics and was not taken to the hospital. Paramedics continued to press buttons on insulin pump and insulin pump received a button error alarm and was not able to clear. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.